Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was pressed against a post of the lens case. The optic was cracked where it was pressed against the post. No line, crease or wrinkle observed before or after cleaning. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/23/2009, 11/25/2009, and 12/14/2009 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A clinical coordinator reported that an intraocular lens (iol) was exchanged due to a wrinkle that was noted in the iol. The 16.5 d iol was replaced with a 19.5 d iol. Additional information has been requested.